Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery. A 2.50x28mm promus element stent delivery system was selected to treat the lesion. Deployment of the device was attempted but was unable to cross the lesion. When the device was removed from the patient, the edge of the device was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).